Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Software error detected alarm found in the pump history (linenumber = 5632 and filenumber = 2005) due to software error.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm, software error detected and audio anomaly. Customer's blood glucose value was unknown. Customer reports they did hear the differences between the two audio beep volumes (1 & 5). The customer was able to successfully clear the alarms and was able to complete pump rewind. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.